Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a 286mm portion of the stent delivery system (sds) was returned for analysis. A visual and tactile examination found a hypotube break 286mm from the hub. There were also several kinks throughout the hypotube. The distal end of the device (remainder of the hypotube, mid-shaft, outer/inner shaft, balloon, stent and distal tip) was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 01-june-2016. It was reported that a shaft break occurred in a segment that would not enter the patient's body. Vascular access was obtained via the right femoral artery. The target lesion was located in a coronary artery. After pre-dilation was performed, a 2.25x8mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The stent delivery system was removed from the patient and the lesion was dilated again. The stent was re-advanced to the lesion. However, it was noted that the shaft was broken at the y adaptor. The distal part of the stent was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break at a point that could potentially enter the patient.